Event description:
Information was received from a healthcare provider and patient via a manufacturer representative regarding a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the manufacturer representative (rep) stated that the patient came to the hospital with severe pain and was combative after a refill. They gave the patient ketamine and that made the situation worse. They had to intubate the patient to calm them down. Now the patient was getting pump medication and they were having a hard time getting the patient off the ventilator. They wanted to put the pump at minimum rate and they put the patient on minimum rate yesterday and today. They were going to take out the medication that was in the pump, change it to 10 mg/ml morphine, and do a bridge bolus. When the doctor checked the pump, the medication was yellow. They filled the pump with the new medication and now the intensivist who was overseeing everything thinks that the medication was toxic or neurotoxic and wants to turn the pump off completely. The manufacturer's technical services specialist (tss) reviewed options to stop the pump for 48 hours or do a permanent shutdown. The rep said most likely they would do 48 hour stop until they could figure out what was going on. The rep called back and stated that the doctor was able to aspirate 20cc and was still getting fluid. The rep stated the pump was stopped and they needed to reevaluate tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient had the correct amount of drug in the pump. The pump contents were removed and replaced with a lesser concentration of drug (10 mg/ml). The pump was placed at minimum rate. The rep stated that there was no issue with the pump noted or suspected. The pump was shut off for less than 48 hours prior to being placed on minimum rate. The rep also stated that they had not heard if the patient had left the hospital and didn't believe that they figured out the source of his pain. The patient was intubated because he was given too much ketamine. All of the information had been verified with the managing physician and the rep stated that they would follow-up as more information became evident.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.